Manufacturer narrative:
The event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient controller displayed an error message that the patient's generator was unavailable. It was believed that the patient's ipg was dead.